Manufacturer narrative:
H3: product analysis for part # 436020d; lot # ca23e005 visual and optical inspection of the centerpiece expander did not reveal any damages that would hinder the implant from expanding and collapsing. Functional inspection with a sample 20/25mm inserter confirmed the implant was able to connect and engage, expand and close without any grinding or restrictions. The implant cage set screw when tightened was able to maintain the cage expansion height. The implant appears to function as intended. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient undergoing unknown spi nal therapy for vertebral collapse. It was reported that a d-size prosthesis was implanted. After implantation, it was found that the vertebral body was over-supported. The prosthesis was then removed. After removal, it was found that the sliding cover was immobile. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: country of origin is china h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.